Manufacturer narrative:
Investigation results: visual evaluation of the returned device found minimal scratches on the cover. The rest of the generator appeared to be in good condition. Functional evaluation found that all the knobs and switches functioned properly however, the monopolar connector was loose and needed to be tightened . An electrical test was performed and found that despite the loose monopolar connector, the unit passed the endostat iii return evaluation procedure and was found within all test parameters. The complaint that the device has intermittent power output during monopolar coagulation mode could not be confirmed. The unit passed the endostat iii return evaluation procedure and the loose monopolar connector did not appear to contribute to the reported issue. After tightening the monopolar connector, the unit passed the final testing. The unit showed neither evidence of the alleged issue, nor any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that no deviations were found during original manufacturing.

Manufacturer narrative:
Reported event: generator output issues. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a endostat iii rf generator was used during a procedure. According to the complainant, the device would not cut and was acting sporadically. Details about the procedure and patient condition were not available. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a endostat iii rf generator was used during a procedure. According to the complainant, the device would not cut and was acting sporadically. Details about the procedure and patient condition were not available. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.